Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the refills of the flosser were loose and the consumer could not use the floss or get them into the handle. The consumer also stated that out of the last several packs that were used half of them were loose. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 25-jul and 02-aug-12. The lot number of the device was updated to 2291d. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 2291d. The returned field sample for reach access daily flosser lot 2291d was received opened, used and the floss detached from one end of the head, not suitable for evaluation. The retain sample did not allow further testing of force removal and disassembly. Device history records for final packaging access were reviewed for lot 2291d and no non-conformances or deviations related to complaint event description were observed. The review of the records did not indicate the product presented defects during production inspections and the components used were appropriate. The review of the investigation of packaging and incoming records and inspection of retain did not show any information that indicated reach access daily flosser failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the refills of the flosser were loose and the consumer could not use the floss or get them into the handle. The consumer also stated that out of the last several packs that were used half of them were loose. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 14-aug-2012. This closes out this report unless other additional significant information is received.